Event description:
After prepping the device, it was plugged in to the port and no signals appeared. It was unplugged and plugged back in but still no signal so a new one from the same lot number was used.